Event description:
It was reported that the suction button got stuck. Therefore, there was loss of insufflation.

Manufacturer narrative:
The device was not returned for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: red suction button stuck. Probable root cause: 1. Severe shipping conditions 2. Material/design error 3. Damaged equipment 4. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the suction button got stuck. Therefore, there was loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.